Event description:
A malfunction was reported on a pump after the customer had gone snowboarding. There was no adverse impact to the customer's blood glucose level. Since the malfunction code was not resettable, the customer was instructed to receive a replacement pump from technical support and will follow up with renewals. Customer to rely on mdi while not on pump for insulin therapy.